Event description:
The physician indicated that the catheter felt hot to the touch, upon removal from the patient it was noted that the catheter jacket in the working length of the catheter was damaged presenting a patient risk of exposure to laser fibers. No injury to the patient was reported.

Manufacturer narrative:
Efforts to obtain patient specific information are continuous and all information obtained will be provided within a follow-up report.

Manufacturer narrative:
Follow up to file additional information obtained on patient demographics, further concomitant devices, and physician's email address.